Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a patient had a ¿horrific experience¿ with their spinal cord stimulator. It was reported that it ¿failed¿. No further information available.